Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device with ¿cord has holes in it¿, during reprocessing. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lines on image due to a faulty ccd (charge coupled device). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cut on cable (excess stress). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.